Event description:
It was reported that "the balloon got ruptured when saline water was injected before use." There were no patient complications reported.

Manufacturer narrative:
The catheter that was returned for evaluation had a ruptured balloon with latex material missing. One fogarty catheter was returned for evaluation in original opened gray packaging tube. The balloon was found to be ruptured completely around the circumference. The ruptured edge of the latex appeared to be different shapes and was not able to match up. Note that the IFU recommends using co2 gas for balloon inflation. No visible damage or inconsistencies to the catheter body or windings was observed. Visual examinations were performed under microscope at magnification 20x and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. Customer report of balloon rupture issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.